Event description:
A report was received that the patient was explanted because the device was aggravating the patient's pain instead of relieving it. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted because the device was aggravating the patient's pain instead of relieving it. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all electrical, performance, and photographic imaging tests performed. Visual inspection revealed tool marks on the case. The device exhibited normal device characteristics. The paddle lead was returned in pieces. Damages to the device was similar to the typical explant damage and was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70 (B)(4) description: artisan 2x8 paddle lead (with slotted electrodes), 70 cm.